Event description:
It was reported that the patient experienced inadequate stimulation to both legs; the pt was also experiencing a painful burning sensation with stimulation in the area of the lead/extension tract. Multiple programming changes were made on (B) (6) 2010; on (B) (6) 2010, the peripheral electrodes were surgically repositioned to a deeper subcutaneous location. The event is resolved and the patient outcome is reported as recovered without sequelae.

Manufacturer narrative:
(B) (4).